Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, when deploying the elastic band on the varicose vein, it did not deploy, and the wire became loose. Consequently, no elastic band could be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the trip wire and the elastic bands were overlapped, which prevented the deployment of the elastic bands.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with seven bands still attached to it, one band was overlapped, the teeth were damaged. No other problems with the device were noted. The reported events of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing was returned with seven bands still attached to it, one band was overlapped, the teeth were damaged. This failure mode might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and couldn't be deployed due to this condition. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Additionally, "device shelf life exceeded" was reported, based on the complaint information, the lot number involved was 31624201. The procedure date was performed on (B)(6) 2024. However, the expiration date of the device was 14 may 2024. Therefore, this reported issue will be classified as "shelf life/expiration date exceeded". Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, when deploying the elastic band on the varicose vein, it did not deploy, and the wire became loose. Consequently, no elastic band could be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the trip wire and the elastic bands were overlapped, which prevented the deployment of the elastic bands.